Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During evaluation, a failure of the device's internal battery was observed. The device's internal battery was replaced to address the issue.